Manufacturer narrative:
The customer reported that the patient leads may have come off and a patient death occurred. Based upon preliminary information and interviews with a philips field service engineer (fse) who spoke with the customer, the customer believes that the patient leads may have come off during the night and stayed off for up to 4 hours. We will consider that the device was a factor as staff was not immediately aware of or responsive to the needs of the patient. The patient expired. Philips is in the process of obtaining additional information regarding this incident and the complaint is still under investigation. A final report will be submitted once the investigation is completed. (B)(4).

Event description:
The customer reported that the patient leads may have come off and a patient death occurred.